Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the complaint site was reviewed by the edwards proctor and imaging team, who noted significant thickening with calcification involving all three sapien valve leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on the imagery provided. As reported, "a proctor review was completed and indicated that the valve is under-expanded and commissures are misaligned. The leaflets are heavily calcified." The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in aortic position. Approximately 1 year and 8 months later, the patient presented with severe aortic stenosis. As per follow-up with the fcs, a proctor review was completed and indicated that the valve is under-expanded and commissures are misaligned. The leaflets are heavily calcified. The neo skirt extends to the bottom of both coronary arteries. The top of the valve frame extends above the coronary arteries into the stj. Imagery prior to intervention was provided and reviewed and revealed on CT there is significant thickening with calcification of all 3 sapien leaflets. At the mid portion, the valve appears to be well-expanded at 25.2mm and in good position. There is no evidence of halt. The patient appeared to have very early svd. Per information received from implant patient registry, the patient underwent explant of the valve approximately 1 year and 8.5 months post tavr and replaced with an edwards surgical valve.

Manufacturer narrative:
A supplemental report is being submitted due tor receipt of additional details. Updated b4, b5, b7, g3, g6, h2. Corrected h6 clinical code and investigation conclusion, and h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the complaint site was reviewed by the edwards proctor and imaging team, who noted significant thickening with calcification involving all three sapien valve leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd-calcification was confirmed based on provided imagery. As reported, "a proctor review was completed and indicated that the valve is under-expanded and commissures are misaligned. The leaflets are heavily calcified." Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (i.e. Ckd stage IV, htn, dm, etc.) . The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was additionally reported that the patient presented to the hospital with difficulty breathing and chest pressure. The patient underwent lhc/rhc which demonstrated severe aortic stenosis. Per tte report prior to surgery, it revealed a tavr bioprosthetic aortic valve is present. There appeared to be thickening and restriction of the prosthetic leaflet in the left coronary position. The prosthetic aortic valve appeared to be functioning abnormally. Echo findings were consistent with significant stenosis of the aortic valve prosthesis. There was mild intravalvular regurgitation and no paravalvular regurgitation present. The peak aortic velocity was 5.4 m/s, mean gradient of 70 mmhg, effective orifice area of 0.5 cm2, eoa index 0.3 cm2/m2, acceleration time 101 msec and dimensionless index was 0.21.